Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (10/27/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. A secondary issue was also noted where the meter was found to also have a broken/ loose battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The pharmacist contacted lfs (B)(4) on behalf of the patient on (B)(6) 2011 alleging an error 5 message on the patient's one touch ultra easy meter. The pharmacist mentioned that the alleged issue with the error 5 message began on (B)(6) 2011. Due to the alleged issue the patient has been unable to test their blood glucose. On (B)(6) 2011, the patient developed symptoms of feeling shaky, sweaty, anger and had "pallor". The patient was tested on another meter and obtained a 49 mg/dl and was treated by an hcp with food/drink. The test strips were in good condition and not expired. The test strip was completely drawing the sample correctly. The alleged issue was not resolved over the phone and the product was replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged error 5 message, he was unable to test for several days, developed symptoms suggestive of a serious injury based on lfs definition and had to be treated by hcp with food/drink for a blood glucose reading of 49 mg/dl.